Event description:
It was reported that the patient presented in-clinic for a device check. Upon review, the pacemaker showed no data populating the battery longevity, current drain, and voltage fields. Re-interrogation showed the same anomaly. Tech services was contacted and it was noted that the pacemaker would show such anomaly with patients who are using very low pacing percentages. It was recommended that the patient come back into the office and a higher base rate be programmed so that the device could read and measure data and then subsequently lower the base rate. No intervention was performed. Patient was stable.